Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. However, the user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient was hospitalized for 3 days after wearing this pod on the abdomen. Patient's mother advised blood glucose was like a "yo-yo," thus, fluctuating. Upon application, patient's bg was 369 mg/dl and correction bolus was delivered. However, patient's bg "bottom[ed] out" as a result of "too much insulin" being delivered. "Sugary drinks" were consumed as treatment and patient was taken to the hospital. En-route to the hospital, pod was removed in order to suspend insulin deliver. When arrived at hospital, patient's bg registered 350 mg/dl. An official diagnosis of diabetic ketoacidosis was made and patient was admitted. Treatment included magnesium, intravenous deliver of fluids, and glucose. It was alleged that the adhesive was not secure due to hair on infusion site which ultimately led to cannula going "in and out." The device was not saved, thus, unavailable for return.